Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient was found to have a blood infection. No other symptoms were reported. The entire system was explanted and replaced on (B)(6) 2021. The patient was stable throughout.